Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was advised that replacement parts would be needed. Replacement parts were ordered for the customer. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. During the visit, the fse spent time investigating and troubleshooting the reported issue, where the customer reported that the alcohol connector was broken with a missing locking lever and a crack in the oer pro scope washer's lid. Fse observed and verified the issue, then proceeded to replace the components. After successfully replacing the components, a test cycle was completed with no errors, indicating the unit was back in proper working condition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the alcohol connector component on the endoscope reprocessor was broken and missing the locking lever. Additionally, the lid was cracked. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.